Event description:
Clinic notes were received dated (B)(6) 2012, which revealed that the the generator was explanted on (B)(6) 2003, due to a (B)(6) infection. An implant card was received on (B)(6) 2012, indicating that the patient had a generator implanted again later in 2008.

Event description:
Reporter indicated that vns pt had developed an infection at the generator site and was scheduled for generator replacement surgery.

Manufacturer narrative:
Suspect device explant date, corrected data: the initial report inadvertently did not report this information.